Manufacturer narrative:
H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, during an unspecified procedure, a section of an open-end flexi-tip ureteral catheter separated or was stripped off. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Additional information: b5. Correction: d9, h3 ¿ the device is not being returned for evaluation. Investigation ¿ evaluation: it was reported, during an unspecified procedure, a section of an open-end flexi-tip ureteral catheter separated or was stripped off. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable. Additional information received 27mar2026: it is possible, in this case, the guidewire could have been damaged by accidently hitting the metal rim of the working element and potentially damaging the wire causing a small spike. This small spike then scored the entire length of the catheter creating a thin strand. The strand was removed and no further foreign object was retained. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed no discrepancies related to the reported failure mode. A review of complaint history records showed no complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field the device IFU, t_urecat_rev1 includes the following precautions: if you encounter resistance while advancing or withdrawing the catheter, stop. Determine the cause of the resistance before proceeding. Based on the information provided, no product returned, and the results of the investigation, cook has concluded of the complaint is likely inadvertent use error. It was reported the catheter could have been scored by a wire guide that was damaged during the procedure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
Additional information received 27mar2026: it is possible, in this case, the guidewire could have been damaged by accidently hitting the metal rim of the working element and potentially damaging the wire causing a small spike. This small spike then scored the entire length of the catheter creating a thin strand. The strand was removed and no further foreign object was retained.